Event description:
As reported by the user facility: patient became unresponsive after 15 minutes of therapy. Patient was sent to hospital and pronounced brain dead from the lack of oxygen. It was reported that they do not believe the machine played a role. The trained technician checked the machine and found no problems with the machine and returned it back into service. Trend file to be attached.

Manufacturer narrative:
The exact cause of death has not been determined by the facility. However, it is believed the cause of death was not related to the machine. As a preliminary measure, the machine had operational safety checks performed by the facilities trained biomed technician. It was confirmed that the machine functions normally. The machine has been placed back into service with no additional issues. The trend file is available and will be sent to b. Braun for evaluation. A follow-up report will be filed after the trend file has been evaluated.